Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Implanting information is unknown. The secondary case for this patient was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with two (2) ovation iliac limbs.